Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient's mother to make sure that the patient had no extra bluetooth devices or background application running. Advised patient's mother to forget transmitter in the bluetooth setting, re-install g5 application, and re-pair transmitter. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016 the reported event of loss of connection was confirmed. A root cause cannot be determined.